Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device reflected low power with a reading of 47k rpm (rotations per minute), which was lower than the manufacturers' specification of 80,000 rpm. It was further determined that the device had vibration and an unusual noise. It was further determined that the flex circuit potting was cracked, motor showed corrosion and the resistor was missing a grey wire. Therefore, the reported condition was confirmed. It was also noted that the flex circuit was worn from normal use which was consistent with a cracked flex circuit potting. The resistor was missing a wire that separated due to corrosion and normal handling of the cord over time which is consistent with normal use and caused the motor to run at 47k rpm's. The assignable root cause was determined to be due to worn out motor and motor components which is normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing for a lumbar fusion spine surgical procedure, it was observed that the motor device was not working. According to the report, the motor device was being tested with two attachment devices, two handpiece devices and another motor device. A second set was tested but yielded the same result. There was five minute delay in the scheduled surgical procedure to obtain a third set to use for the surgery. During an in-house engineering evaluation, it was observed that the motor device had vibration. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.